Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 17.8 mmol/l. The customer stated that they have been having very high blood glucose readings. The customer stated that they were sitting on their couch when a chime came on the pump. The customer stated that nothing showed up on the screen. The customer stated that the high blood glucose readings started when she had a rash. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.